Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a therapy solution leaked from a small volume infusor. During filling of the elastomeric device, solution leaked from the product after the luer lock syringe was removed. The device was not used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date:- may 12, 2017 - may 15, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Leak test was performed and noted a leak from the fill port. Further examination noted a solid, shiny particle lodged under the check band. The particle was identified to be glass via ftir spectroscopy. The particle did not match the glass from the baxter glass capillary. Therefore, the particle did not come from the infusor device. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.